Event description:
S [situation]: davinci xi mega needle driver's cables snapped during surgery. B [background]: mega needle driver broke during surgery. Surgery was paused while the instrument was removed and replaced with a different davinci xi mega needle driver from css. A [assessment]: unknown etiology of failure from the operating room's perspective. X-ray taken (flat plate - lower abdominal and pelvic) and read by radiologist dr. [Redacted], md. No surgically retained items were observed. R [recommendation]: recommend that the company, intuitive, and affected stakeholders improvise a plan that involves better assessment of devices during sterilization to ensure defective products and/or products that are near the end of service do not come in contact with patients. Clinical site notified mfg rep directly. This was part of a class ii recall. Manufacturer response for needle driver cable, davinci xi mega needle driver's cables (per site reporter).